Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #3). Additional emdrs were submitted to represent the two bard flat meshes (device #1 and device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard meshes (bard flat mesh) (x3) on (B)(6) 2014 and (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #3). Additional supplemental emdrs were submitted to represent the two bard flat meshes (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard meshes (bard flat mesh) (x3) on (B)(6) 2014 and (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with massive incarcerated recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, ¿the previous mesh was excised. Then the repair was performed using bard flat mesh (device #1) and stitches were used to secure the mesh.¿ (note, no product identifiers provided for previously implanted mesh) (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per op notes, ¿hernia recurred at the edge of prior repair and the adhesions to the undersurface of abdominal wall was removed. Synthetic mesh was sewn in place as an underlay and onlay.¿ (B)(6) 2016 - patient was diagnosed with infected abdominal wall mesh, abscess and underwent repair with mesh explant (device #1). Per op notes, ¿mesh (device #1) was identified that was grossly infected. Mesh found to be extended all the way from right side to left of abdominal wall and entire onlay mesh was excised. The densely adherent underlay mesh was completely excised. A piece of synthetic mesh was then tailored.¿ (B)(6) 2016 - patient was diagnosed with large recurrent ventral hernia and underwent open repair with implant of two bard flat meshes (device #2 & #3). Per op notes, ¿some previous mesh densely adherent to small bowel was excised. There was very large defect in upper abdomen from previous incisions. A piece of synthetic mesh was used to bridge the gap after component separation and in preperitoneal space two sheets of bard flat mesh (device #2 & #3) were tailored.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia, bowel incarceration and small bowel obstruction thereby underwent open repair. Per op notes, ¿entered deep to scar and small bowel was dissected off the mesh. The mesh was then sutured back to anterior abdominal wall.¿ between (B)(6) 2020, patient underwent incision and drainage of seroma fluid collection of abdominal walls and stated with medication. Patient then had worsening abdominal pain thereby underwent pain management.